Event description:
A dialysis facility nurse reported a system 1000 hemodialysis machine had anacceptable bacterial culture results after the disinfection process was performed. There were no pt injuries or medical intervention associated with this incident.